Event description:
N/a.

Manufacturer narrative:
The device was returned for evaluation. The device history record showed no abnormalities related to the reported incident nor where there any variances, mrr¿s or reworks associated with this lot/work order number. No service history on file. Sampling plan reviewed and is acceptable. Device is 100% tested prior to final acceptance. Failure analysis to identify root cause was unable to confirm complaint event. Unit it has passed all specific functional testing requirements. Root cause is unknown.

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A sales representative reported on behalf of the customer that the a3059 mayfield composite series skull clamp was not holding under pressure. Additional information received on 27aug2019 indicating that the issue was discovered during testing of the device before surgery on (B)(6) 2019. The device was removed from service at that time. No delay in the procedure resulted from the removal from service. No patient injury reported.